Event description:
The lay user/pt contacted lifescan (lfs) customer service in 2009 alleging that her onetouch ultrasmart meter was reading erratically and reportedly symptoms. The medical surveillance specialist (mss) spoke with the pt ten days later to obtain/verify the following info. The pt indicated that erratic meter readings first occurred on original date between 1-5pm. The pt obtained a "571 mg/dl" on the subject meter. At the time of the test, the pt had symptoms of extreme thirst and frequent urination. She stated she would expect these symptoms if her blood glucose levels go over 300 mg/dl but was concerned because she is never that high. Based on the meter result, she took 15 units of humalog based on her sliding scale. She recalled she developed low blood glucose symptoms approximately 1-2 hours later. She was feeling shaky and sweaty. The pt tested on the subject meter and got a result that indicated that her blood glucose level was under 20 mg/dl. She also tested no another old meter nd got "44 mg/dl." The pt administered self-treatment with juice and felt better afterwards. Later the same day at 4:15pm, she obtained a "64 mg/dl" from onetouch ultra2 meter. This complaint is being reported because the pt allegedly became hypoglycemic after taking insulin based on an alleged high meter reading. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.